Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for four patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Two of the alleged samples initially generated a positive result for sars-cov-2 and negative for influenza a&b on cobat liat. Retests using an unspecified antigen at home test and an unspecified pcr lab test both generated a negative result for sars-cov-2. The other two alleged samples initially generated a positive result for influenza (target unknown) and a negative result for sars-cov-2. Retests using an unspecified antigen at home test and an unspecified pcr lab test both generated a negative result for influenza (target unknown). No information regarding which results were released was provided. No harm was alleged. Per FDA¿s eua guidance, 4 MDR will be filed.

Manufacturer narrative:
No data or lot information was provided. The customer was unwilling to provide any further information. Due to the lack of data/information provided, only a limited investigation could be performed. It is possible that the samples tested were near the limit of detection for the respective target, in which the results can vary upon repeat. Different sensitivities and specificities can also impact result generation across assays.